Event description:
Underdelivery found during device testing. The pump was being tested prior to use for drug delivery during a clinical trial. The pump consistently delivered 17ml with an expected delivery volume of 20ml. Device specifications requires delivery to be 20 +/-1.0ml. There was no patient involvement.

Manufacturer narrative:
The reported problem (underdelivery) could not be duplicated. Low occlusion pressure was noted, this failure was caused by the pressure sensor and is unrelated to the reported problem. The frequency of death or serious injury reports for code 103 (underdelivery) for lifecare is approximately 0.61/million sets.